Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date for 3 days due to high blood glucose. Customer's blood glucose was 711 mg/dl. Customer's current blood glucose was in 400's mg/dl. Auto mode feature was unknown during the time of the event. The insulin pump will not be returned for analysis.